Event description:
The us complainant had a cp pump placed to support a patient admitted in with acute myocardial infarction / cardiogenic shock and complex medical history, inclusive of guillain-barre syndrome, coronary artery disease, and hypertension. The pump was placed to allow for percutaneous coronary intervention of the coronaries. The pump was placed but there were harms associated, the patient suffered limb ischemia from vessel occlusion that was ballooned and nerve pain/numbness. The pump was explanted after just over 1 hour. Patient awaiting coronary artery bypass graft. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Manufacturer narrative:
The investigation for the limb ischemia and peripheral nerve damage has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and peripheral nerve damage could not be determined as the device was not returned nor sufficient clinical details.